Manufacturer narrative:
(B) (4).

Event description:
Pt reports he is unable to get any coupling bars when trying to recharge. It was thought it might be due to swelling. At a follow-up appointment, the physician's office determined by x-ray the device was inserted wrong. A new stimulator was implanted on (B) (6) 2010. The device is staying charged and no further problems reported.